Manufacturer narrative:
Cont'd from medical devices: b.braun secondary IV set; equashield adaptors, therapy date unk. No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the nurses are experiencing air in line alarms due to champagne bubbles in the line prior to opening the vent during chemotherapy infusions and stated that longer infusions will "bubble up more as the solution warms to room temperature." The events are occurring in the outpatient oncology clinic. It was reported that there are 30 to 60 minute delays in patients¿ infusions requiring a longer stay to complete the infusions. There was no report of patient harm. The pharmacy stated that they prime the lines slowly and attach an adaptor to the line during compounding so the product should be air tight. The lines do not contain air bubbles prior to programming but during the process they accumulate, leading to air in line alarms. It was reported that during transport of the medication from pharmacy it seems to affect the medication.

Manufacturer narrative:
The customer's report of air in line alarms was not confirmed as the device and tubing were not returned for investigation. Two customer-provided photos of the chemo set up show micro bubbles in the tubing above the pump that do not appear large enough to trigger air in line alarms. The root cause of the alarms could not be determined.